Event description:
On (B)(4) 2012, beckman coulter, inc. (Bec) contacted customer per bec market survey program. Customer indicated that the access 2 immunoassay system generated some non-reproducible false positive accutni (troponin I) results. Customer did not provide the specific date(s) of the occurrences of the non-reproducible false positive accutni results. Customer did not provide any data. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - method code - (other): customer indicated that on-site service of the instrument is not needed. (B)(4).